Manufacturer narrative:
Event date approximate. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient found an ulceration in their chest stimulator. This was clarified to indicate the patient had wound erosion. They went to the hospital for examination and the healthcare provider (hcp) recommended taking out their ins. The hcp recommended conservative treatment for now, and possible re-implant depending on the patient's condition. It was unknown if there was more than a 50% reduction in symptoms. Effective measures had not been taken and troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.